Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard leaked past the blood control. The following information was provided by the initial reporter: I'm sending this email to follow up with our conversation this afternoon regarding the recent batch of 24g IV catheters that we received. The seal inside the catheter that holds the blood back is not working like it has with previous catheter devices - when we place the catheter, blood immediately starts free flowing even before the needle is removed. Customer response on (B)(6) 2024, on (B)(6) 2024 . Patients bleed back and no injuries.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.